Manufacturer narrative:
The instrument associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the instrument to examine. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibia handle broke.